Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 133-454mg/dl and correction boluses were delivered to address the high bg levels. After each occlusion alarm, the customer would change out all of their supplies and successfully resume insulin delivery. Reportedly, the customer was to continue using their current pump for diabetes management until the new pump arrived.